Manufacturer narrative:
A manufacturing evaluation was completed: the part was received in two pieces due to the breakage. Marks and scratches are visible. No deformation of the plate visible other than the breakage. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the broken part. This confirmed the results of the DHR. The plate was produce as it should. No abnormality in process was found. All measurements are in specification. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the investigation was performed on the broken philos 3.5 5holes titanium plate / 441.903. All eleven received various screws are intact and undamaged and concomitant devices only. The dimensions of the broken philos 3.5 5ho titanium plate were as far as possible checked and found to be in compliance with the valid technical drawings and specifications. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The plate is broken in half at the two holes in the transition from the shaft to the front part. The DHR review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The lot in question was manufactured in january 2015. The broken surface does not show any anomalies of materials structure, what indicates material conformity as well. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Neither a manufacturing nor a material related fault was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient first initial: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received hospital contact phone number - (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 26 january 2015. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a philos plate broke post-operatively. The patient had implant surgery on (B)(6) 2015. On (B)(6) 2015 the patient returned to the hospital after reports of pain and the patient having swelling / redness where the plate was implanted. It was able to be confirmed that the implanted plate was broken. The broken plate reportedly made the fracture worse. The broken device was reportedly removed on (B)(6) 2015. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-ray was reviewed by the manufacturer and it was noted that the plate breakage could be confirmed.